Event description:
It was reported that the patient presented in the clinic. Device interrogation revealed oversensing of noise on the right ventricular (rv) lead. The patient is not pacemaker dependent, no pacing inhibition was noted. Noise could be reproduced with isometrics in clavicle area, physician suspected clavicle crush. The lead was explanted and replaced. The patient was in stable condition prior, intra and post procedure.